Event description:
The dealer states that both the right and left sector blocks on the front rigging are broken. The dealer also states that the bolt on each one has sheared off. The consumer lost one sector block and the other one had come off, but the consumer found it.